Event description:
During an atrial flutter procedure, the patient had st elevation. After inserting the device into the patient, the temperature displayed a low temperature and was replaced. During ablation on the anterior wall of the left atrium, the catheter was near the mitral valve in front of the aorta and ablation was being carried out at 45 watts. St elevation was confirmed on ECG and the procedure was stopped. The patient was transferred to the coronary unit for monitoring. The physician believed the tacticath used during ablation had caused the st elevation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported st elevation may have been procedure related.